Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the rite (returned instrument test evaluation) failure. The external and internal inspection was performed and the device passed, along with all of the electrical testing. During the evaluation, the fluid was transferred above the rite specified limits; however, the confirmation testing that followed could not be performed because the hc had experienced a check lines and bags alarm. Pal could not determine the cause of the rite failure due to this alarm. The device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.